Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had time and date anomaly. Customer stated that there is communication issue between carelink personal account and the carelink account. The customer stated that this issue was happening due to insulin pump whenever they upload data on insulin pump to carelink, the year resets to 2098 on the reports and time and date in insulin pump remains unchanged. The customer stated that there was no significant error on insulin pump and nothing in insulin pump history, meter and computer they all have right date and time. Customer stated that issue was only on carelink report. Customer stated that they used regular browsers to upload this but issue was started when they started using the insulin pump. Customer stated that they were not confirmed whether or not this issue happened with those other browsers. No harm requiring medical intervention was reported. The device will be returned for analysis.